Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient encountered a por error code. Therapy has stopped due to por. The patient stated that they were just trying to shut off the ins. The por was explained to the patient, and the patient stated he was just trying to turn off the stimulation with the programmer. The patient stated that they weren't depleted recently. The info por was experienced. After the patient changed the programmer batteries the patient was getting a warning por message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.